Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that the stick was easy and went smoothly. Needle verified with ultrasound to be solidly in vain. Guidewire extended fully and catheter advanced until resistance met. Once resistance was met, attempted to retract catheter and more resistance met. Decided to pull entire line out and 1.5-2 inches of catheter missing from around needle. I saw it sticking out of the arm and tried to grab it but went back in the subq. We verified with ultrasound and x-ray that it was in the subq. Catheter was broken off in the vein and the surgeon did a cutdown to remove it. No other information was provided.